Manufacturer narrative:
The customer called in to report a speaker malfunction inop on their x2 device. The customer was requesting a replacement speaker. Attempts were made to confirm if the device was still producing sound, but no response was provided. Replacement parts were ordered and shipped to the customer site. The customer was taking responsibility to repair the device. A review of the service history for this device shows the problem has not been reported again for this device. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required." Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that a speaker malfunction occurred. It was not confirmed if the device was emitting sound at the time of the event. It was unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.